Event description:
The patient was in the pain clinic for a radiofrequency ablation. Sedation was given to the patient, and probes were placed on l3 and l4. The radiofrequency machine, which was connected to the probes, showed high impedance and an alarm sounded. The probes were replaced but both continued to show high impedance. The case was cancelled due to the equipment failure. The biomedical department was notified to investigate the equipment. Equipment was not repaired, but instead returned to the vendor who replaced the old equipment with a new machine.